Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured.

Event description:
This report is to advise of an event observed during analysis which revealed a fracture.